Event description:
It was originally reported that the pt had vascular surgery in the leg two months ago and since the pt has not had good therapy. Neither the pt programmer nor physician programmer could get telemetry from the device. The company rep reported that the pt's device was replaced due to this issue. The pt's healthcare provider confirmed that the pt experienced lack of therapeutic effect and the device was replaced. The pt recovered without sequela.